Event description:
On 08/24/2009, the pt reported experiencing elevated blood glucose in 2009 and at about one week later, ranging from 300-400 mg/dl. She stated that she bolused through the infusion device and programmed a 50% basal rate increase and changed her infusion tubing 3-4 times in an effort to lower her blood glucose. She stated that she changed the infusion tubing most recently in the next day, and her blood glucose returned to normal. She stated that she changes the infusion site every 2 days and the infusion tubing every 6 days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.